Manufacturer narrative:
Concomitant medical products: product ID: etbf2816c145e stent graft, implanted: (B)(6) 2013; product ID: encf2828c49e stent graft, implanted: (B)(6) 2013; product ID: etlw1624c82e stent graft, implanted: (B)(6) 2013; product ID: etlw1620c124e stent graft, implanted: (B)(6)2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing and under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.